Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The o2 gas module was found defective. The user facility use a third party to repair the ventilator. The provided logs confirmed the reported failures on sep 17, 2021. Since no parts were returned for investigation, the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).